Event description:
Defective or non-functional - during procedure - priming issues.

Manufacturer narrative:
Unit not returned for evaluation; updated MDR flowchart completed; this lot has a 2% complaint rate; DHR review does not indicate a mfg error; distributor has many facilities; without an evaluation there is no determination of malfunction cause; error message is an indication that the unit did not prime - possibly due to the cassette being installed improperly or the pins being bad.